Manufacturer narrative:
No response was received after multiple attempts, thus status of sensor removal could not be confirmed. D8 was this device serviced by a third party? No h6. Health effect - clinical code updated to 2330 h6. Health effect -impact code updated to 4614 h6. Medical device problem code updated to 1528 h6. Component code updated to 510 h6. Type of investigation updated to 4111 h6. Investigation findings updated to 3221 h6. Investigation conclusions updated to 67.

Manufacturer narrative:
Manufacturer is currently performing evaluation and results will be provided with a supplemental report.

Event description:
On 27 may 2020, senseonics was made aware of an instance where a physician was unable to explant the eversense sensor on the first attempt.